Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose was elevated and was managed with an injection of insulin. The customer noted that after changing to a new vial of insulin, the occlusion had started. The customer changed the cartridge and infusion site.